Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that after changing the infusion set, he found her unconscious. He gave her a glucagon shot. The customer's blood glucose level dropped to 49 mg/dl. He gave her a breakfast drink and food to bring her blood glucose level up. The time on the insulin pump was off by 4 minutes. The customer also experienced high blood glucose levels and she over treated for them. The device was not returned.